Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap adrenalectomy.according to the reporter: dr. (B)(6) was performing laparoscopic adrenalectomy. Surgeon used first blunt tip trocar (B)(4) and balloon burst. Dr (B)(6) opened second blunt tip trocar (B)(4) and this one did not inflate. Different trocar was used and procedure was continued. Patient was fine. Additional information requested via email did the balloon burst inside the patient? Were all pieces of the balloon recovered? Was there any tissue loss or damage, extension of or time, blood loss, or other adverse patent effect as a result of the balloon bursting?

Manufacturer narrative:
(B)(4)